Manufacturer narrative:
Unit was inspected by the permobil area sales representative to determine the probable cause of reported event. Inspection confirmed the front casters having the ability to make contact with the footplates with the legrest assembly being fully retracted to 90°. This situation is not abnormal in certain configurations. By design, safety restrictions were put into place to reduce the device speed when the seating is in a position that can allow the casters to make contact with the footplates. Confirmation from end-user was he drives with his legs retracted and the seating at 0°. In this position, with the leg length to accommodate the end-users physical dimensions, will allow the casters to contact the footplates during a directional change. When the casters make contact with the footplates, it could impead the rotation of the fork assembly thus restricting the device from turning smoothly. The end-user confirms he can feel when the casters make contact with the footplate and professes that when the casters make contact, instead of repositioning the seating or legrest angle to clear, they continue to apply power to the motors to "power through" the impedance. End-user has been instructed numerous times over the years by service provider and permobil as to the need to keep the casters clear from contact with the footplates. End-user was refered to the owners manual that warns of this contact if the legrest is fully retracted. End-user was re-instructed again of the need to either elevate the legrests or sightly tilt the seating whenever he feels the contact. The DHR was reviewed and unit was built according to specification.

Event description:
End-user reports while attempting to maneuver the device in an elevator, the caster wheels allegedly hung up on the footplates causing the end-user to lose control and slam into the elevator wall. Client reports having suffered a cracked rib and breathing difficulties as a result of this occurrence.